Event description:
It has been reported that the allura system did not start up. The system was not in clinical use when the issue was identified. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Philips analyzed the log file which showed that a flexvision control service error resulted in the system not being able to start. The flexvision pc process layout and monitors from the allura system. The philips engineer replaced the flexvision-pc, hard disk and installed the software. After replacement of the flexvision pc, hard disk and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.